Event description:
During an egd procedure the physician used a wilson-cook savary wire guide with dilators from another MFR. The savary wire guide was placed and the 51fr dilator was advanced over it. Extreme resistance was encountered during dilation attempt. The physician removed the dilator and advanced a 45fr dilator over the wire guide. With minor resistance, the physician successfully began dilating the pt's esophagus. The physician then removed the dilator and readvanced the 51fr dilator again with extreme resistance. The dilator was removed and it was noticed that the wire guide was extremely kinked. The endoscope was advanced revealing a mucosal tear in the pt's upper esophagus, which caused what was described as significant bleeding. No add'l procedures were performed at this facility. However, the pt was transferred to a second facility and was injected with fibrinogen to seal the tear. The pt has since been discharged and is reported to be in stable condition.